Event description:
A customer reported that during an ophthalmic procedure, the machine drained the cassette. There was no patient harm. A product sample has been requested. No further information is expected for this report.

Manufacturer narrative:
The lot complaint history was reviewed, this is the second complaint for the finish goods lot; however, the first for this issue. The device history record shows the product was released per specifications. A sample was expected for this investigation but has not yet been received. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. Without a sample, it is not possible to isolate the root cause. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).